Event description:
A pt reported blood glucose results of 221 mg/dl and 174 mg/dl with a lifescan meter, performed within 10 minutes of each other. Pt retested with a different vial of test strips and obtained blood glucose readings of 196 mg/dl and 178 mg/dl.